Event description:
The device was used during a laparoscopic bladder suspension procedure. Reportedly, the shield did not retract. The surgeon applied another device without pt injury.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not rec'd for eval.